Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Final analysis found an external insulation abrasion at 37.9 cm to 38.2 cm from the distal tip which exposed the outer coil. The abrasion was consistent with exposure to constant friction against another implantable device or feature of the heart. This damage likely contributed to the reported electrical anomaly.

Event description:
It was reported that the right atrial lead exhibited undersensing. The lead was explanted and replaced. No patient symptoms or additional information was reported at this time.